Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination, the pump was manually compressed and appeared dimpled. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for crx 18: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination, the pump was manually compressed and appeared dimpled. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for crx 18: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and leak testing. It was found wear at the fold in the proximal end of the cylinder, additionally, both cylinders passed the leakage test. Additionally, the spherical reservoir was microscopically inspected and leak testing, it was found to had wear at a fold in reservoir shell. Spherical reservoir passed leakage test. Finally, momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and wear down to the filament was revealed. Ms pump passed functional and leakage test. Based on this investigation a clear probable cause for the event cannot be established.